Event description:
The customer reported problems with the vertical lift. No pt injury was reported.

Manufacturer narrative:
The service rep replaced the power supply. The system operates as intended.